Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 7-8 cm in diameter ruptured abdominal aortic aneurysm. It was reported that the limb separated from the main body during the index procedure. The physician stated that the cause of the event was due to anatomy, hostile anatomy, severely angulated. An aui device was used to resolve the type iii separation endoleak. No additional clinical sequelae were reported and the patient is fine.